Event description:
It was reported that the universal handpiece regularly has drop-outs while reaming or sawing. After changing the battery case once again, the handpiece worked temporarily. It was reported that the drop-outs occur sporadically in irregular intervals with different batteries. It was reported that surgery time was completed with another device. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device wa not returned to the MFR at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.